Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was caller said the pt was not feeling stimulation and it wasn't helping their pain. Caller said they had tried getting the  manufacturing representative (rep) to walk them through everything and get more help on how to with the ins but the rep hasn't been helping. Pt rep said that the ins wasn't working and the rep said that the doctor needed to move the ins somewhere else so they had moved it on the 12th of this month. Caller said the pt has an appt with the health care provider (hcp) on either thursday or friday of this week and will also discuss this with the hcp. Additional information was reported that the patient was on hd program so they're not supposed to feel stimulation. The issue has been resolved. The implant was implanted too deep the first time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.